Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised due to the patient report that she could feel the pacing and it didn't feel right. The lead was explanted and a dedicated bipolar competitor lead was implanted. It was reported that there were no additional adverse patient effects.